Manufacturer narrative:
The device is to be picked up for svc and repair. A report on field svc activity (sar) will be documented and available to the complaint handling unit (chu) per standard operating procedure. The device will be evaluated/repaired once returned to the mfg location to confirm or deny the reported issue, and the results of this review/svc will be forwarded to the chu for inclusion in complaint records. No conclusion can be drawn at this time.

Event description:
User reported he was crossing a road and the device appeared to lose control. He stated the device was moving, uncontrolled, in backward and forward directions, and one wheel was pulling in one direction. The user add'l reported he attempted to turn on the chair three (3) more times during this outing, and the device was still "flipping around" and not driving properly. While no injury was reported as a result of this event, if the event were to recur, there is a potential to cause serious injury to the user.